Event description:
The patient stated he does not feel his infusion device is delivering an accurate bolus. He stated his blood glucose was 400 mg/dl after bolusing in 2007. His normal blood glucose is 100-150 mg/dl. No symptoms of high blood glucose were reported. He stated he gave himself an insulin injection to lower his blood glucose. He stated he changes his infusion site every 4 days. He was advised to change his site every 3 days. He stated he does not remember the last time he changed his piston rod. A replacement piston rod and adapter were sent for troubleshooting. Upon follow up the patient stated his blood glucose is still elevated and he is giving himself injections to lower his blood glucose to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.